Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Through follow-up we learned that the lens had to be cut into two pieces to allow removal. The patient outcome following the implantation of the sulcus lens is good. No additional information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: date unknown/ not provided. If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefor not explanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the customer had issue with a preloaded device pcb00. Through follow-up we learned that the posterior capsule ruptured as the lens was introduced into the eye requiring a vitrectomy to be performed. The lens was removed again from the eye and a sulcus lens was implanted instead. No additional information was provided.